Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was not confirmed as the packaging was not returned with the device. During visual inspection an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 105cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 30cm from the proximal end was noted to be deformed (flat/crushed) at 198cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. A functional inspection was not required as the defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the dfu, the dispenser hoop was flushed before removing the guidewire, and there was no resistance encountered removing the guidewire from the dispenser hoop. During visual inspection, the guidewire was noted to be deformed (flat/crushed) at 198cm from the proximal end, confirming the reported event. The guidewire was also noted to be kinked/bent at 105cm from the proximal end and the ptfe coating was noted to be peeling in multiple areas up to 30cm from the proximal end. The ptfe damage was characteristic of damage caused by insecure tightening of the torque device. An assignable cause of handling damage will be assigned to the reported and analyzed damage of the guidewire distal tip irregularly shaped as well as the as analyzed damage of guidewire deformed, guidewire kinked/bent and guidewire ptfe coating peeling since these issues are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.